Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The exact bg value was not provided; however, the customer's cgm meter read "high". The customer administered a correction bolus and manual injections to address high bg. A system check was performed and no cause for the high bg was identified. The customer continued to use current pump for insulin therapy.